Manufacturer narrative:
Results: the reported issue was confirmed. The engineering eval revealed that there was a defective sensor receptacle which caused the unit to not alarm when weight was removed from the sensor. However, the visual findings upon receipt of the device revealed that the label was peeled off, cracks on both sides underneath the dust cover, rattling sounds heard when shaking the device, and one of the pins in the sensor receptacle intersecting. The device has only been in service for a year and a half. The sensor receptacle was replaced with a known working receptacle, resulting with the unit functioning as intended. The unit passed all other functional testing. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported when the alarm was in use with a pt, the alarm did not sound when weight was removed from the sensor. Hospital personnel assumed the pt may have fallen because the pt was found at the foot of the bed suffering from a bruise, contusion and small hematoma at the head/face area. CT scan was performed.